Event description:
Found during testing. According to the reporter, the device would intermittently reset by itself. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that when the device is used with the power adapter accessory, it would power itself off, then on again, after about 30 secs. Physio replaced the device's power pcb assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use.